Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The cable between the mixer and the anesthesia control board was resecured and software was reinstalled. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the clinician slammed the drawer shut, and the unit went into alternate oxygen mode. The clinician reportedly cycled power, resolving the reported condition. There was no reported patient injury.